Event description:
It was reported that the patient underwent a minimally invasive posterior lumbar surgical procedure at l3-5. It was reported that the extender came off of the bone screw during rod reduction. The surgeon had to go to an open procedure to complete the case. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Films supplied for review found: longitude lumbar fusion case. X-rays showing capstone, rods and extenders present. Reportedly an extender popped off the screw on the second side. The initial side shows the rod well positioned but no rod in the second side.